Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 110) was isolated to defective c1, d1, l1, and l2 capacitors on the computer/analog pca board, causing fault. The root cause for the defective capacitors could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 110.